Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However found trace of moisture damage around motor home switch. Cracked case all corners of display window, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.